Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 65, 70 and 140 mg/dl. Tests were done within 10 minutes with a difference of 44 mg/dl. Patient did not experience any adverse events. Meter was set to mmol/l. No further information has been reported.